Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, and minor scratches on the display window. No moisture damage was found inside of the insulin pump.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the device might have been exposed to sweat. The customer's blood glucose was unknown. It was reported that the customer wore the insulin pump in their bra. The caller stated that the customer did not have long lasting insulin. The caller was going to contact the customer's doctor regarding lentus until the customer would get the replacement insulin pump. The discontinuation of the malfunctioning insulin pump was advised. Nothing further was reported.